Event description:
The nurse was trying to put the tubing through the pump. The white clamp that goes into the machine had an edging coming up on it. It would not fit into the machine as it is supposed to and could not be used. Another tubing was opened and used without problem.